Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was empty about 40 minutes after filling it. Blood glucose level at the time of the incident was not provided. Customer confirmed that she had two reservoirs that were missing o-rings. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.